Event description:
The customer alleged she obtained back to back bg results of 1 and 110 mg/dl. A result of 1 mg/dl is outside the system's measurement range of 10 to 600 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.